Event description:
A 39 yr old pt was having laparoscopic surgery and a cautery machine was being used. Sparks began to "fly" out of the cord attached to the machine. The cord was charred. The pt did experience EKG changes, but they resolved. The pt was having a rt shoulder decompression.